Event description:
Complainant alleges "a bovie electrocautery device was used to make an incision through the tonsil and remove the tonsil at which time the tip of the bovie device disengaged and struck minor child (B)(6).'s right corner of her mouth, lip, and face causing a severe iatrogenic full-thickness burn, emotional trauma, permanent disfigurement and facial scarring."

Manufacturer narrative:
The device is not available for evaluation, and much information about the device is currently unknown. We are attempting to get more information about the device, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.